Manufacturer narrative:
The unit passed functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. No audio/beep alarm anomaly, constant tone, watchdog timeout alarm noted. The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. The following physical damage was also noted: cracked case at display window corners, battery tube threads, reservoir tube lip, belt clip slot, minor scratched and cracked display window, and stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed watchdog timeout. The customer's blood glucose was 159 mg/dl at the time of incident. The insulin pump passed self test. However, the alarm recurred the following day. The customer was able to clear the alarm. The insulin pump was still returned for analysis due to recurring alarms.